Manufacturer narrative:
This case involved the use of the orthadapt bioimplant in a repair of a rotator cuff tear; post repair the pt fell and re-ruptured the repair. The case assessment, based on the info provided by the physician, indicates the cause of the event was due to the pt falling and rupturing the repair. Neither the product nor the product lot number were provided to the MFR.

Event description:
Approximately four months post repair of a large rotator cuff tear with orthadapt bioimplant, the pt fell and ruptured the repair. The bioimplant was removed approximately one month later during the re-repair of the rotator cuff; the re-repair was performed using orthadapt augmentation.